Event description:
Pharmacist requested info regarding how the kvo configuration works with the alaris system. She reported that the nurse said the device automatically charged the infusing rate for the medication nicardipine from 75 to 25 cc/hour. The nurse reported that the pt's blood pressure went very high (unspecified) and that she had to give an IV push medication ordered by the md. The pharmacist believes that the volume to be infused was complete and that the device went to the kvo function. The pharmacist stated that the kvo rate for the hospital is set at 20 cc per hour. She would like an event log review to determine if the device automatically changed its rate or if this was the kvo function working as intended. Customer stated that no additional pt/event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.